Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). For serial number (B)(6) review of the most recent repair record determined that the device was out of calibration and did not succeed on its test cut; however, the repair was not completed because the customer requested that the device be returned without repair. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cutter messed up the skin graft during surgery. There was no procedure delay and no harm or injury to any persons involved. No adverse events have been reported as a result of this malfunction.